Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, the insulin pump stopped responding. The device had alerted check blood glucose and when she pressed the act button on the device, nothing happened. She removed the battery, reinserted, and the device turned back on. It alarmed button error and the buttons are still unresponsive. She also mentioned the device had crack on the screen. Customer's blood glucose was 127 mg/dl during the button error. She didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis. Troubleshooting was also performed for the damage and she wasn't sure how the damage occurred but it could have been bumped. She also mentioned the crack hinders her view.